Manufacturer narrative:
Correction :additional information : change from "an unknown access set" to an unspecified quantity of acess sets. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown access set would not flow during patient use. It was further reported that ¿once it got a good kink, the line continuously kinked and got occluded¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.